Event description:
It was reported that stent damage post-deployment occurred. The patient was undergoing percutaneous transluminal coronary angioplasty. The target lesions were located in the left anterior descending artery (lad) and left circumflex artery (lcx). The lesions were engaged with a 7f non-boston scientific (bsc) 3.5 guide catheter and crossed with a non-bsc guidewires. After pre-dilatation of lcx with a 2.50 x 15mm non-bsc balloon catheter, a 38 x 3.00 promus premier drug-eluting stent (des) was deployed from middle lad up to proximal lad. However, after post-dilatation with a 3x15 nc balloon, the proximal edge of the stent was deformed. Another 3.5x16 promus premier des was then deployed to cover the deformation and was post dilated with a 3.5 x 12 nc balloon to complete the procedure. No patient complications were reported.